Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective defective 12 amp circuit breaker. The technician replaced the 12 amp circuit breaker and monitored the current draw with pumps and compressor "on". The current draw was 8.75 amps. The technician performed functional tests and verified that the unit meets the factory specifications. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
The customer stated that the hcu30 shut down during the last 10 minutes of a case." (B)(4).